Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of returned device found strike plate fractured from the handle at the weld. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Sem fracture and material composition analysis of the fracture artifacts suggest the weld likely fractured from tensile overload, possibly caused by repeated impacts to the distal strike plate/proximal body surface. However a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp(B)(4). Event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the impact plate of the rasp handle broke. No known adverse event was reported.